Event description:
Patient underwent replacement of failed penile prosthesis in 2006. Past medical history includes penile prosthesis placement in 1993, replacement of that failed penile implant device around the first part of the year 2003, post operative hematoma and infection required removal of that device and repair/replacement in 2003. Patient returned to surgery in 2006 for removal of that failed device with replacement. When device removed, it was found to have a torn cylinder.